Manufacturer narrative:
H6: eval results: visual inspection of the returned product found one haptic torn off and missing. A cartridge was returned with no visible damage. There was evidence of clear surgical residue.

Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three-piece lens but the front haptic tore off. There was no patient contact or injury. The reporter stated the cause of the lens tear was due to improper loading.